Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the reported issue could be attributed to one of the following: ·electrical components became unstable due to adhesion of foreign material such as chemical solutions residue, hard water residue, finger grease to electrical contact pins of scope connector. ·electrical components inside scope connector were broken by using connector attached to system while electrical contact pins of connector being wet. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: "connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." If device is used while electrical contact pins are wet and/or foreign material adheres, device possibly malfunctions/ breakage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, a scope communication error code (b30) and unsupported scope error code (e315) were noted when connecting 2 pcf-h190dl scopes (evis exera iii colonovideoscope) to the cv-190 tower. Following troubleshooting with technical assistance center (tac), the customer determined only one of the scopes was faulty and reconfirmed the b30 scope communication error code with this scope when connected to the cv-190. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During troubleshooting with technical assistance center (tac), the customer brought both pcf-h190dl scopes into a different room and connected them to a separate cv-190 tower and received the b30 scope communication error code. Subsequently, the customer was instructed to remove the maj-1430 from the cv-190 and clean the socket connector on the clv-190 with compressed air, then to wipe the electrical contacts on both scopes with a 70% isopropyl alcohol prep pad. The customer later reported the b30 scope communication error code appeared when connecting only one of the pcf-h190dl scopes (evis exera iii colonovideoscope) to the cv-190. During evaluation of the customer¿s returned device it was observed, the aeration plug unit failed, the nozzle pin glue was worn out, the bending section cover had a crack, the light guide tube had inflated buckles, and fluid was noted on the scope connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.